Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy, the se was observed during fill. The heater bag had disconnected. The technical service representative (tsr) helped the home patient (hp) to check the set up and found that the heater bag had disconnected during fill stage. The hp would call the peritoneal dialysis (pd) nurse for further instructions. The home choice (hc) was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint was confirmed because the customer reported that heater bag became disconnected during fill stage, which is the root cause. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.